Event description:
Pt had surgery for rectosigmoid cancer in 2005 and was discharged 17 days later. Pt presented in ER 11 days later and was diagnosed 4 days later with leak at anastomosis. Pt was treated with antibiotics.